Event description:
A patient had a revision procedure in 2005, and underwent additional revision surgery in 2006. Patient reported hearing a loud pop and experienced subsequent pain. A fluoroscope revealed a rod had sheared into 2 pieces inside a transverse bar. Patient went to non-union. During a revision procedure surgeon removed broken rod and reinstrumented the patient.